Event description:
The manufacturer received information alleging a ventilator had a fan issue. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer. The device failed test steps during testing and a "service required" alarm was observed. There were no error logs available for downloading. The device's 3-way solenoid valve, blower chassis tubing, fio2 tubing and system board tubing were replaced to address the test step failures. The device's machine flow sensor was replaced to address the "service required" alarm condition.

Manufacturer narrative:
The manufacturer previously reported a device failed test steps during testing and a "service required" alarm was observed. There were no error logs available for downloading. The device's 3-way solenoid valve, blower chassis tubing, fio2 tubing and system board tubing were replaced to address the test step failures. The device's machine flow sensor was replaced to address the "service required" alarm condition. The device's machine flow sensor and 3-way solenoid valve were returned to the manufacturer's product investigation laboratory for additional investigation. The machine flow sensor was placed on the multifunctional test station and failed testing due to contamination. The device's 3-way solenoid valve was placed on the multifunctional test station and passed all testing. The technician concluded the component operated as designed.